Manufacturer narrative:
Insulin pump received with blank display due to cracked and bleeding lcd glass. Unable to verify missing segments or partial display due to blank display. Unable to perform selftest, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test or displacement test due to blank display. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that her son experienced high blood glucose levels over 600 mg/dl. Insulin pump display had a big black spot. The product will be returned for the analysis.